Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no alarms noted related to the complaint in the alarm history. There were no unacknowledged alarms, warnings or insulin delivery issues found in the pump's history. The units remaining were correctly calculated and recorded in the pump's history. An "ezprime" operation was performed with no issues noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A review of the tdd basal delivery shows pump was delivering accurately up until the reported event date and correctly reflects the user's active basal program. Unrelated to complaint, the keypad was found to be punctured around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient reported elevated blood glucose (bg) for the past week. There were no reported bg values or signs/symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. The patient alleged that the pump was not delivering insulin appropriately and that is what led to the elevated bgs. The patient stated that all her pump settings are correct and refused to troubleshoot. There is no further information available at this time. This complaint is being reported due to the allegation of under-delivery of insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.